Event description:
It was reported that pump experienced repeated malfunction alarms despite prior resets, with no notable events occurring before the latest issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.